Event description:
It was reported that the preloaded intraocular lens (iol) was explanted from patient's left eye due to hyperopic result post cataract surgery. The patient had blurry vision. Another lens of same model but of slightly lower diopter (22.0d) was used as the replacement. There were no incision enlargement, no vitrectomy and no sutures required. No treatment or prescription outside of the normal post-operative treatment was given. The patient was stable when discharged. The original lens was discarded. No other information was provided.

Manufacturer narrative:
Race: the exact race is unknown, it was indicated to be "indian". Date of event: the exact date of event is unknown/not provided, but the best estimate date is two (2) weeks after the original date of operation. Serial number: unknown. Expiration date: unknown, as serial number was not provided. Unique device identifier (UDI #): unknown, as serial number was not provided. Phone number: (B)(6). Device manufacture date: unknown, as serial number was not provided. Device evaluation: the product testing could not be performed as the product was not returned (the device was discarded at the customer site). The reported complaint cannot be confirmed. Manufacturing record review cannot be performed since the serial number is unknown. A complaint historical review of the manufacturing production order number cannot be performed since the serial number is unknown. Conclusion: no sample was returned, and the serial number is unknown, an investigation could not be performed, and no malfunction is confirmed. Attempts were made to obtain the missing information; however, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.